Event description:
After a ligation, the scope was cleaned and sterilized and was being used in a dilatation. When the balloon was inserted into the scope, resistance was felt. The scope was checked and it was found that the sheath of the ligator had remained in the working channel of the scope.